Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced presyncope. The right ventricular lead exhibited noise. Upon opening the pocket, wear was observed on the lead. The lead was capped.